Manufacturer narrative:
The device has been received for analysis. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The complaint allegation was confirmed through product analysis. Correction to the initial MDR in block(s) initial reporter phone (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The faradrive was inserted and farawave was inserted within the sheath. It was advanced up to the extent that the overall spline could be confirmed in the clear sheath as usual, and the air was checked with a syringe. Microbubble were confirmed. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The faradrive was inserted and farawave was inserted within the sheath. It was advanced up to the extent that the overall spline could be confirmed in the clear sheath as usual, and the air was checked with a syringe. Microbubble were confirmed. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.